Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected in the lips with an unspecified juvéderm®. About 6 months later, the patient experienced ¿eyes were swollen shut and the swollen areas grew from [the] lips to [the] upper face." The patient was treated with ¿steroid to get better¿. Additionally, treating physician reported that the patient was also injected in the cheeks and tear trough. The physician clarified that the event occurred at the injection site. The month after the date of onset, the patient was treated with vitrase®. A 2nd vitrase® treatment occurred a week later. A 3rd vitrase® treatment occurred a week later. The patient was treated with vitrase® once more 4 weeks later. The symptoms resolved 2 weeks later.